Manufacturer narrative:
(B)(4). The report of a blocked extension line was not able to be officially confirmed through analysis of the supplied photos and the returned sample. Analysis of the photos clearly shows that the pinch clamp was activated on the extension line. Visual examination of the returned sample confirmed that an imprint (likely from the pinch clamp) had formed on the extension line. Despite the damage, it is unknown if the pinch clamp was activated during use subsequently contributing to the blockage encountered by the customer. Likewise, the catheter met all relevant dimensional and functional requirements (with pinch clamp in the opened position), and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: incident occurred on (B)(6) 2023. Insertion of the device prior to a collection drainage procedure. The anaesthetist shortened the midline using the guillotine included in the insertion kit. The patient was asleep on the midline, but after a few minutes, the nurse told the doctor that there was a problem on the line. Consequences: difficulty in infuse medication and doubt about the presence of an obstacle that could cause embolisation. It seemed that the stiffener was still in place in the midline. Immediate action: insertion of another midline -on the opposite arm. Additional information: the catheter was not obstructed. The rigid wire was visible after brief use. Induction of anesthesia and infusion of solution for a few minutes before being noticed and removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: incident occurred on (B)(6) 2023. Insertion of the device prior to a collection drainage procedure. The anaesthetist shortened the midline using the guillotine included in the insertion kit. The patient was asleep on the midline, but after a few minutes, the nurse told the doctor that there was a problem on the line. Consequences: difficulty in infuse medication and doubt about the presence of an obstacle that could cause embolisation. It seemed that the stiffener was still in place in the midline. Immediate action: insertion of another midline -on the opposite arm. Additional information: the catheter was not obstructed. The rigid wire was visible after brief use. Induction of anesthesia and infusion of solution for a few minutes before being noticed and removed.